Manufacturer narrative:
Customer reported that the device motor was not running. The tamper seals on bottom case and plunger assembly were broken, chipped out on lower left front corner of top case also missing section of bottom case seal. Motor not running error was found at occlusion test. Combination of motor assembly, worn gear, leadscrew and clutch halves replaced motor assembly (stepper motor included), worn gear, leadscrew and clutch halves. Performed pm maintenance and all functional testing.

Event description:
It was reported that the alarms in the motor were not running. No patient injury was reported.

Event description:
Additional information received via email: failure was detected during preventive maintenance.

Manufacturer narrative:
Other, other text: additional information b5,h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified motor not running. The root issue was related to normal wear as the pump was over 9 years old.